Manufacturer narrative:
There was no patient involvement in this event. A bec (beckman coulter) fse (field service engineer) was dispatched to the customer's laboratory to assess instrument performance. Upon visual inspection the fse identified a damaged wire which was sparking and smoking. The wire was rubbing up against a metal plate within the instrument. The fse was able to repair the damaged wire and re-secure it in place to prevent friction with the metal plate. In conclusion, a malfunction of the wire is the cause of the sparking and smoking. No one was injured by either the spark or the smoke. Service intervention was able to correct the issue.

Event description:
The customer reported obtaining multiple error messages on the laboratory's olympus pk7300 automated blood bank analyzer (serial number (B)(4)). Both "reagent transfer pitch motor errors" and "reagent transfer for/back motor errors" were obtained. There was no patient sample involved in this event, therefore there was no change to or impact to patient treatment in conjunction with this event. A bec (beckman coulter) fse (field service engineer) was dispatched to the customer's laboratory to assess instrument performance.